Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing chloride results 150 mmol/l on the architect c8000 analyzer. The customer stated she recalibrated the assays and was able to get controls in range but was questioning why the calibration was different from the previous one even though the controls were in range. During inspection it was noted that there were bubbles present in the ict diluent due to incomplete aspirations, and determined it required replacement. The bubbles were removed and aspirations were successful and recalibration performed. There was no reported impact to patient management.